Event description:
It was reported that there was a separation between the main body and twist clamp of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately four months and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the white twist sleeve was separated from the light blue mainbody due to broken occluder feet beneath the white twist sleeve. The reported condition was verified. The cause of the damage is undetermined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.